Event description:
The report stated that during a hysterectomy, they tried three ligasure handpieces and the ligasure8 system generator did not recognize the handpieces when they were plugged in. They switched to using sutures for sealing. There was no injury for the patient, but the surgery was delayed 45 minutes. This report is for one of the three devices that failed during the procedure. The other two devices will be reported on manufacturer reports #1717344-2007-00374 and #1717344-2007-00375.

Manufacturer narrative:
Date of initial report: october 17, 2007. To date, the incident devices have not been returned for evaluation. A supplemental report will be filed if the devices are returned for evaluation or if additional information pertinent to the reported incident is learned.